Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under the up arrow, down arrow and contrast keypad buttons. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on with an audible tone, vibration and a blank display. The keypad was found to be intact; no peeling was observed. The keypad button keys¿ functionality was not able to be tested due to the blank screen. The keypad was removed and evidence of contamination was found under the up arrow, down arrow and contrast key contacts. Unrelated to the keypad issue, evaluation revealed two cracks in the pump case. A leak test revealed a leak at the cracks in the pump case. The pump case was removed and evidence of moisture contamination was found inside pump and on the display flex cable and connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).